Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the atrial lead exhibited an insulation anomaly. During explant, the lead started to disintegrate and the lead tip remained in the patient. The lead was re- placed.